Event description:
It was reported that the patient alert triggered due to high ventricular impedance. An increase was made to the alarm trigger and the lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.